Manufacturer narrative:
The insulin pump was function properly during rewind, basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test. There is no air bubble noted during testing. The pump was making loud noise during rewind due to faulty motor. The pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a rewind anomaly. The blood glucose at the time of the incident was 82 mg/dl. Customer states the pump would delay to rewind. The customer states she would have frequent air bubbles, but would prime them out often. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.